Event description:
It was reported the video system center ultrasound image would disappear for a moment off the screen. The issue occurred during sedation of a diagnostic endoscopic ultrasound (eus) procedure.the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.